Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during an l4 to s1 posterior fusion after taking a confirmation spin, the site found that the left s1 screw was lateral by 5 mm. During navigation, they were reportedly accurate throughout. In the confirmation spin, they found that their screw did not follow their tapped hole. They believe when inserting the screw, it loosened from the driver and was no longer securely attached to the driver, and therefore was not straight. The two screws before and after were accurate. They removed the screw and decided that the construct was stable without. The surgeon and manufacturer representative (cc) believe the probable cause was a mechanical issue with the screw and driver (not the navigation system.) The screw was most likely not firmly attached to the driver, causing it to be slightly off the trajectory of the driver. There was surgical delay of less than one hour. There were no additional interventions required.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, software version: 1.3.2. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. The software logs have not been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, software version: (B)(4). Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. The software logs have not been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during an l4 to s1 posterior fusion after taking a confirmation spin, the site found that the left s1 screw was lateral by 5 mm. During navigation, they were reportedly accurate throughout. In the confirmation spin, they found that their screw did not follow their tapped hole. They believe when inserting the screw, it loosened from the driver and was no longer securely attached to the driver, and therefore was not straight. The two screws before and after were accurate. They removed the screw and decided that the construct was stable without. The surgeon and manufacturer representative (cc) believe the probable cause was a mechanical issue with the screw and driver (not the navigation system.) The screw was most likely not firmly attached to the driver, causing it to be slightly off the trajectory of the driver. There was surgical delay of less than one hour. There were no additional interventions required.

Manufacturer narrative:
Logs were received and analysis was found in sw- analysis determined there is insufficient information to determine whether a software anomaly contributed to the reported behavior. B01, c19, d15 applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.